Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a scd pump. The customer states prior to use on a pt, the power cable was found melted/cracked.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.